Event description:
Reporter contacted alleging that all buttons on the keypads are unresponsive. She mentioned that her son was swimming today for approximately 3 hours and when he came out of the water she noticed the pump keypad was warped and also noticed a tear running down the entire keypad. She reports she did not notice the tear prior to swimming because she delivered a bolus using the pump. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be torn at the ok and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and contrast keypad buttons were responsive. The down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test was performed revealing a leak evident at the crack in the battery compartment; however, there was no evidence of moisture in the pump.